Event description:
The facility representative reported a colleague infusion pump with the "failure code 500:320." The reported condition occurred during bio-med testing. There was no pt injury or medical intervention reported. This device utilizes user interface module master software version 5.09.90 that is categorized as "colleague 2006." There is no additional info available.

Manufacturer narrative:
Eval summary: the reported condition of "failure code 500:320" was confirmed in the event history during product eval. Inspection of the device revealed that the reported condition of failure code 500:320 was caused by a stuck stop key on the pump head module (phm) keypad. To fix the reported condition the phm assembly was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated.